Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she kept receiving frequent alarms. Reviewed alarms and settings and found that the alarm was set for thirty mins. The customer also reported that her glucose level was low the day before and paramedics were called. The customer stated that she ate something out of the ordinary and may have overbolused. The customer was treated with insulin drip and oxygen. Troubleshooting was performed. The programming and histories were correct. No further info was provided.